Event description:
It was reported that the patient experienced intermittent stimulation. The stimulation was fluctuating, specifically during sleep. The patient used stimulation at night, but not during the day. The implantable neurostimulator was checked with the patient programmer and the settings were correct. The patient normally runs therapy at 5.7 to 7.1 volts. The stimulation was increased up to 10.5 volts and the patient was ¿barely feeling¿ stimulation. The patient experienced a shocking of jolting sensation starting "two days after surgery after last implant." The shocking was felt at the lead location. At the patient last appointment on all impedances were within normal range. Impedances taken on (B)(6) 2013 noted electrode 9 was 1607 ohms. At the time of this report all impedance measurements were normal except for electrode 9. Impedances for electrode 9 were in the range of 3400-4400 ohms. With the patient programmed with 8+, 9-, 10+, the impedances were 8/9= 3500, 9/10= 3523. Group impedances were 2337 ohms with 2.139 ma. It was later reported that there were no malfunctions or lead fractures. The patient was reprogrammed and was receiving effective therapy. The patient was doing ¿well.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 7752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).